Manufacturer narrative:
Samples received: 1 unopened racepack and 1 opened. Analysis and results: there is one previous complaint of this batch. We manufactured and distributed 2,304 units of this batch. There are no units in our stock. We have received one closed sample and one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. We have tested the needle attachment of the closed sample received and the result fulfils requirements: xi= 2.58 kgf (requirements: 1.12 kgf in average and 0.46 kgf in minimum). Nevertheless, there is a previous complaint of the involved batch for the same issue, where the results of the samples tested did not fulfil requirements. Final conclusion: taking into account that there is a previous complaint where the results did not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: we opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread.